Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. There was a diluted blood leak of approximately 1ml from the needle cartridge. The leak was contained. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing lab coat and gloves when the leak was identified. There was no report of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the actuator and vl57 to resolve the leak. (B)(4).